Manufacturer narrative:
Updated fields - b4, d9, e2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. All failure modes related to balloon malfunction are addressed in the risk file and their individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character limit in e1 event site name is spartanburg regional health servs the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that the intra-aortic balloon with a clotted inner lumen on a fiberoptic balloon catheter. It was stated that the primary rn placed the pump on standby and flushed the inner lumen at shift change (approximately 1 hour prior to call). The rn noted the inner lumen was difficult to flush. No patient harm or injury reported.